Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharge antenna failed due to a "poor recharge quality" error message and failed due to the rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the pt had been getting "no device found". Pt would go to charge their implantable neurostimulator (ins) and have the position correct, but got "no device found" a lot. Pt said that once they were able to charge their ins and the controller stopped displaying "no device found". During the call, the pt inspected the recharger (rtm) cord and noticed white discoloration where the cord met the coil. An email was sent to the repair department to replace the rtm. No symptoms were reported.  Manufacturer representative (rep) called back with the patient on the line. The rep was helping the pt charging their device. The rep was able to start the charging session and could get to 100 in passive recharge mode. After a few min it stopped and went down to zero and then back to 100. If rep restarted it showed high of 17-23. Then the rep noticed rtm was getting hot. It was not warm, it was hot. Rep noticed the cable felt loose right where it meets the paddle. And that's the area that got hot. Reviewed pt received a different device in error and then another request for rtm was submitted. Pt confirmed they did not receive it. There was no tracking number. Submitted another email to repair to send an rtm. Pt is going to send the old rtm back and the different device back that was sent in error.